Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has low battery. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call and to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for battery issues and symptoms. Meter displays the low battery symbol when the strip is inserted and when the s button is pressed. The customer's expected fasting blood glucose test result range is undisclosed. Customer states she feels tired, hungry, fatigued, and feel flushed. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.